Event description:
The hcp reported a volume discrepancy. The expected pump reservoir volume was 2 ml; 10 ml were aspirated from the reservoir. Patient symptoms and the type of medication delivered by the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.